Manufacturer narrative:
This report will be updated when additional information is received. Patient code 3191 captures the reportable event of surgery. This report will be updated when analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. It was reported the patient was currently in the philippines but planned to return to the united states for the replacement procedure. The device remains implanted and in service. No adverse patient effects were reported. It was later reported that the patient returned to the united states and underwent a device replacement procedure. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report will be updated when analysis is completed. The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. It was reported the patient was currently in the philippines but planned to return to the united states for the replacement procedure. The device remains implanted and in service. No adverse patient effects were reported. It was later reported that the patient returned to the united states and underwent a device replacement procedure. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. It was reported the patient was currently in the philippines but planned to return to the united states for the replacement procedure. The device remains implanted and in service. No adverse patient effects were reported.